Event description:
It was reported that patient experienced high altitude alarm and received malfunction codes on pump after warranty expired. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.